Manufacturer narrative:
Approximate age of device - 3 years, 8 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the analysis of the returned section of percutaneous lead is completed. Placeholder.

Manufacturer narrative:
The report of a pump stoppage was confirmed via evaluation of the returned portion of the percutaneous lead. A section of the percutaneous lead approximately 18.5 inches long was returned for evaluation. Approximately 8 inches of the white silicone cover had been removed and replaced with silicone tape. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Breakdown of the braided shield was observed along the length of the lead, including at the terminus of the connector bend relief. Visual inspection of the wires found a breach in the black wire insulation at the terminus of the connector bend relief. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed a small breach in the green wire insulation adjacent to the black wire breach. If the exposed conductors of the black and green wires made direct contact or simultaneous contact with the braided shield, the resulting electrical short to would have caused the low speed events and pump stoppage observed on the submitted system controller data log file. The observed wire damage appeared to be the result of fatigue due to repetitive flexing. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump stoppage event, confirmed upon review of the submitted system controller log file. Associated low speed hazard and low flow alarms were noted. This event showed a potential percutaneous lead issue with the possibility of two wires being damaged causing the pump to stop. The patient was asymptomatic at the time of the event. On (B)(6) 2015, technical services performed a distal end percutaneous lead repair. It was reported that the patient has not had any reoccurrences following the percutaneous lead repair. No additional information was received.